Event description:
It was reported during the procedure, the physician needed to swap a screw because it was too long and when he attempted to take it out, the screw stripped. Then when trying to remove the other 2 screws, they stripped, and the physician had to improvise to get the plate out. This issue added around 30 min. Or more to the case. After removing the plate, the physician attempted to get the screws out, and they seemed to be cold welded. This report is related to report numbers 3025141-2022-00088, 3025141-2022-00089, 3025141-2022-00090, and 3025141-2022-00091 for the other devices involved in this event.

Manufacturer narrative:
The returned product was inspected under magnification. This 2.3mm x 24mm locking cortical screw was still within the plate with the broken threaded portion returned as well. The batch number for the screw was confirmed as 391198. Upon inspection, the following observations were noted: the returned 2.3mm x 24mm locking cortical screw showed extreme damage to the head of the screw, with the recess being completely rounded and deformed. The length of the screw portion that was still visible and stuck in the plate was stripped, with the gold anodization worn off of many of the thread edges and denting and deformation all along the thread form. The broken portion of the screw was returned as well, with additional stripped threads showing and thick layers of shiny silver material in between the threads closest to the tip of the screw. The broken portion of the screw was additionally bent and curved. The fracture surface of both the screw stuck in the plate and the returned shaft of the screw showed mostly dull areas that were mostly flat with a slight angle to the fracture surface on one side. This fracture pattern indicates a single overload fracture to failure that included both excessive bending and torsional forces. It is possible that this is from the cross-threading between the screw and the threads of the plate. It was not possible to determine whether the screw was damaged entirely during the insertion or removal of the implants. Therefore, no definitive conclusion can be made.